Event description:
The customer-reported event involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm that reportedly leaked saline solution through the spike filter during patient use. The impression was that the pressure compensation filter was not properly sealed or had adhered to the spike piece and the air chamber. There was no harm to the involved patient.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.